Event description:
A revision surgery was conducted using the blueprint planning feature. The patient sought a second opinion due to pain and discomfort following their initial shoulder surgery, which occurred 1-8 months prior. The suspected cause of failure was improper positioning of the baseplate, leading to migration and failure of the glenoid component. The initial implants were tornier products, with the flex shoulder system used on the humeral side and perform reverse components on the glenoid side. During the revision, all glenoid components and the flex reverse tray and insert were removed, leaving only the original flex stem in place.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported was confirmed. The device was not returned but evidences were provided, based on the provided x-rays which match the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. Since x-rays were provided, the opinion of a medical expert was sought and summarized as follows: the event can be confirmed on the x-rays. Baseplate migration is usually painful and will interfere with the normal function of the device/shoulder. Since we do not have preoperative and early postoperative imaging, the actual initial placement of the glenoid baseplate cannot be assessed. Due to the lack of medical information, other patient related factors cannot be assessed. Therefore, no conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. Due to these limitations, statements about the patient, the procedure, and/or the device in relation to cause of the failure cannot be provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event must be available in order to determine a root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
A revision surgery was conducted using the blueprint planning feature. The patient sought a second opinion due to pain and discomfort following their initial shoulder surgery, which occurred 1-8 months prior. The suspected cause of failure was improper positioning of the baseplate, leading to migration and failure of the glenoid component. The initial implants were tornier products, with the flex shoulder system used on the humeral side and perform reverse components on the glenoid side. During the revision, all glenoid components and the flex reverse tray and insert were removed, leaving only the original flex stem in place.